Event description:
Boston scientific crm received information that, during implant, this lead had a pacing impedance greater than 2000 ohms using a pacing system analyzer (psa). The psa cables were changed and the guidewire was removed, but the impedance problem could not be resolved. The lead was explanted. No adverse patient effects were observed.

Manufacturer narrative:
The lead is expected to be returned for analysis. This event will be updated and resubmitted upon completion of analysis. The lead was returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection noted body fluid intrusion in the lead, and a stylet consequently could not be fully inserted into the lead lumen microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no other anomalies. Laboratory testing was unable to reproduce the reported clinical observations of high impedance, and detailed analysis did not reveal any abnormalities that would have contributed to the clinical observations.